Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 40% overnight and shut off. Customer reported blood glucose (bg) level was 330 (mg/dl). A manual injection was delivered to address bg level. The customer stated they woke up and loaded the cartridge back onto the pump. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available.